Event description:
The customer reported the pump does not hold a charge if it is disconnected from the power supply. During testing and investigation, when the device was disconnected from ac power a depleted battery message was displayed and the device powered off. Several n56 replace battery and n252 depleted battery alarms were also noted in the device history log. A new battery was installed and the change battery option was keyed. The probable cause was determined to be related to a known software issue in version 15.02.00.008. Due to the software issue, when there is a replace battery condition and the device is disconnected from ac power, the "depleted battery" alarm occurs in place of the "replace battery" alarm and causes the pump to shut down after 3 minutes.